Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the returned PICC caused or contributed to the reported leak was unconfirmed as the reported event could not be replicated with the physical sample. One 4fr s/l groshong nxt PICC was returned for investigation. The stylet had been removed and the two-piece connector was attached to the catheter. The catheter extended 40cm from the distal end of the strain relief oversleeve. A functional test revealed that the catheter was patent to infusion. Pressurizing the catheter revealed no leaks in any part of the returned sample. Since no leaks, damage, or defects were observed on the returned sample, the complaint was unconfirmed. It was reported that the dressing was wet 3 days after placement; however, the cause of the wetness was unknown and was not caused by a hole or break in the catheter. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2019. It was further reported that leakage occurred near the insertion site during infusion and the inside the dressing was wet on (B)(6) 2019. A few hours after the dressing was exchanged, the inside the dressing was wet by leakage again. The catheter was removed and another catheter was replaced. No leakage has occurred with the new catheter replaced. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2019. It was further reported that leakage occurred near the insertion site during infusion and the inside the dressing was wet on (B)(6) 2019. A few hours after the dressing was exchanged, the inside the dressing was wet by leakage again. The catheter was removed and another catheter was replaced. No leakage has occurred with the new catheter replaced. There was no reported patient injury.